Manufacturer narrative:
The estradiol iii reagent lot number was 887565 with an expiration date of 31-aug-2026. The customer alleged a positive bias and imprecision with qc. The customer completed the sipper flow path maintenance. The field service engineer (fse) performed calibration, cleaning, and alignments. Instrument checks passed. Qc failed for estradiol iii. Qc for all other assays passed. The field application specialist performed a dust analysis test in the customer laboratory. The field service engineer (fse) performed a decontamination of the blank tank and all internal and external surfaces. The procell flow path and sipper pathway were decontaminated. Instrument checks were acceptable. Fifteen samples were run and repeated, and no substantial differences were observed. Qc was run at the same time and failed. New qc was loaded with passing results. On 13-feb-2026, qc failed. Fresh qc was thawed, and qc for estradiol iii was acceptable. On 14-feb-2026, the qc that was thawed on 13-feb-2026 was used, and the qc for estradiol iii failed. Qc was repeated with failing results. A new reagent was loaded, and qc still failed. All tips and cups were replaced. The investigation is ongoing.

Event description:
We received an allegation of questionable results for multiple patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas e 402 analytical unit. The following are examples of discrepant results for 4 patient samples. Patient 1 initial result was 105 pmol/l. The repeat result was 43 pmol/l. Patient 2 initial result was 267 pmol/l. The repeat result was 198 pmol/l. Patient 3 initial result was 96 pmol/l. The repeat result was 71 pmol/l. On (B)(6) 2026, patient 4 initial result was 866 pmol/l. The sample was repeated twice, with results of 280 pmol/l and 263 pmol/l.

Manufacturer narrative:
Calibration was acceptable. Qc results showed numerous issues for the estradiol iii assay. No other assays were affected. Instrument performance testing was acceptable. The investigation determined that the event was due to contamination of the analyte by dust in the customer laboratory.